Event description:
It was reported that during the cervical fusion (c2-t2) procedure, the ball head of the burr came off in the patient's spine during the drilling process. No patient impact reported. It was also reported that there was intervention performed where the surgeon drilled out some bone and was able to retrieve the burr head. It was also reported that procedure was extended by 15 minutes and completed with back up product.

Manufacturer narrative:
H3: product analysis (device name): no conclusion can be drawn. No evaluation was performed, as the device was device discarded by cu stomer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.